Event description:
It was found membrane broken during the first use. Blood flow rate 70 ml/min. Tmp:35mmhg. Machine: braun. No blood loss for the patient. No medical intervention necessary.

Manufacturer narrative:
The result of the sample investigation showed no failure, the dialyzer has no obvious malfunction. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.